Event description:
New information noted that right ventricular (rv) lead had fractured.

Event description:
Related manufacturer reference number: 2017865-2025-11347. It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.